Manufacturer narrative:
The device was received for evaluation. During functional flow accuracy testing, the device underinfused. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The causes of the condition were determined to be the pressure plate travel being out of adjustment and faulty springs. The pressure plate travel requires adjustment and the springs require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not dispense enough fluid during testing in the biomedical service department. There was no patient involvement. No additional information is available.